Event description:
Procedure: vats. According to the rptr: the surgery was successful. The surgeon did a radiography after surgery and found an unidentifiable oval shadow. He thought it was a button shadow of pt's clothes. Two weeks after surgery, the pt went back to the hospital for review and follow up x-ray. At that time, the surgeon found the same spot again. The surgeon suspects could be a sulu component because of the shape. Further information has been requested.